Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised and had a right total attune fixed bearing knee done. It is unknown when the knee was done. The tibial tray has subsided and fallen into reverse slope, and the there was a loosening of the femoral component at the cement to implant interface. Cement manufacturer unknown. . The tray is a 1st generation fixed bearing, and both the tray and femur had minimal cement stuck to their undersides. The patella was well fixed and retained. Doi: unknown, dor: (B)(6) 2021, right knee.